Event description:
It was reported that the metal tip came off of the device while using the vaporizer end. It was further reported that this was at the end of an hip procedure.

Manufacturer narrative:
The product was not returned for investigation since the unit was discarded after the procedure. Therefore, the reported failure mode could not be confirmed. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Since the unit was not returned for evaluation, it could not be confirmed if the device could have been used to displace bone or if it was impacted with a rigid object; therefore, misuse cannot be ruled out as a possible root cause. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metal tip came off of the device while using the vaporizer end. It was further reported that this was at the end of an hip procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.